Event description:
Customer reportedly obtained a result of 339mg/dl on the device while the doctor's device read 124mg/dl within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.